Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15274. It was reported the pt experiences heating at the ipg site when charging as well as when stimulation is on for the past 4 months. The pt indicates the heating is worse while charging. The pt indicates she charges monthly with the charging belt. The pt was advised to charge for shorter periods of time weekly. The pt was also sent a replacement charging sys. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: correction and preventive action (CAPA) investigation was performed. Eval codes: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.